Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Was there any patient harm relevant to this event? If yes, please kindly provide the details. Due to multiple small fragments related to the breakage of the implant is a harm to the patient. Although all free fragments were very subtly recovered and an extremely careful rinsing of the operative site was carried out, it cannot be ruled out 100 percent that fragments still remain. B. Was there a surgical delay? If yes, what is the duration of the delay? The operation was delayed by 15 minutes. The broken inlay had to be removed, the fragments all had to be retrieved and the surgical site had to be extensively rinsed. A different inlay had to be used for the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (impact and clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hcp is reporting a ceramic inlay fracture during impaction.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, ¿hcp is reporting a fractured ceramic hip component left side. See x-rays. We would have a patient on tuesday ((B)(6) 2024) who has a broken ceramic inlay or head¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Further details of the device's analysis were attached on "240808 final report kiv 24 05 12". Visual analysis of the returned sample revealed that delta cer insert 36id x 60id has a large portion of the rim fracture. However, the broken fragments were not returned for evaluation. Metal transfer of erratic appearance was found on the liner. In case of a symmetrical taper fit between the ceramic liner and the acetabular cup, metal transfer are expected around the whole circumference of the center and top section of the taper. Such patterns were not found on the reported liner. Additionally, metal transfer can be found on the bottom section of the taper, this could indicate a tilted position of the liner during the impaction. Next to the fractured area, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the acetabular cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the insert in the acetabular cup. A manufacturing record evaluation was performed for the finished device [121881760 / 4255437] number, and no non-conformance's / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 60id would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot protocols and acceptance certificate were reviewed. The quality documents shows that the data obtained on the ceramic liner conformed to the specification valid at the time of production. 1) quantity manufactured: (B)(4) 2) date of manufacture: 17-aug-2023 3) any anomalies or deviations identified in DHR: none 4) expiry date: 31-jul-2028 5) IFU reference: 78002788 device history review a manufacturing record evaluation was performed for the finished device [121881760 / 4255437] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Corrected: d4 (primary UDI number).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿hcp is reporting a ceramic inlay fracture during impaction¿. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4) photo 1" and "(B)(4) photo 2" review of the photographic evidence revealed that the rim of the delta cer insert 36id x 60id has fracture into multiple pieces, fragments cannot be observed on the provided evidence. Since the device was not returned for evaluation, the investigation could not draw any conclusions about the failure of the liner. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [121881760 / 4255437] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 60id would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 17-aug-2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-jul-2028. 5) IFU reference: 78002788. Device history review: a manufacturing record evaluation was performed for the finished device [121881760 / 4255437] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.